Manufacturer narrative:
Event date: exact date unknown, event occurred more than six months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had to be charged frequently. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively. The explanted ipg was not returned as it was discarded by the medical facility.